Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Evaluation revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history did not reveal any loss of prime of "no cartridge" detected alarms associated with zero force. No load step or priming malfunctions could be observed during evaluation.